Manufacturer narrative:
(B)(4). The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report that the clip could not be fully closed, which may have resulted in an atrial septal defect (asd). It was reported that on (B)(6) 2017, a second procedure was performed due to progression of disease. The first clip delivery system (cds) was advanced and grasping was attempted; however, when the arm positioner was turned in the closed direction, resistance was felt and the clip could not be completely closed. The decision was made to retract the inverted clip to the left atrium (la). The clip was again attempted to be closed in the la, but the clip angle was locked at approximately 40 degrees. Troubleshooting maneuvers were performed, but unsuccessful. Due to the clip arm angle, the clip could not be retracted into the steerable guide catheter (sgc). After several attempts, the clip arm angle could be reduced approximately 20 degrees. The cds and sgc were retraced together, with the clip partially opened outside the sgc tip. This maneuver was performed slowly to preserve the atrial septum and on the venous walls. After removal, an atrial septal defect (asd) was noted, but there was no injury to the venous track. A new sgc and cds were advanced. One clip was implanted, reducing the mr to 1. The asd was treated with an occluder and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed the reported clip actuation issue and difficulty removing the device; however, the physical resistance with the arm positioner was unable to be confirmed. In addition, the results of the returned device analysis indicated that the release crimper was loose and further assessment determined that the loose release crimper may potentially be related to the manufacture of the device. Av determined that the root cause of the loose release crimper to be method with contributing root causes of man (operator), mother nature and design. The issue is being addressed per internal operating procedures. Av will continue to trend the performance of these devices.